Event description:
It was reported that the right atrial (ra) lead was noted to have dislodged. During a procedure to address the ra lead, several repositioning attempts extending the helix were made but no adequate capture was observed. Upon removal from the body and inspection, the ra lead helix was noted to be tightly wound around a white piece of silicone. The ra lead was explanted and replaced. Adequate results were obtained. There were no reported patient consequence.